Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for bipolar impedance exceeding the programmed threshold. It was noted that the lead had a prior alert for what was thought to be short interval counts (sic), but it actually was the same occurrence of bipolar impedance exceeding the programmed threshold. The lead remains in use. No patient complications have been reported as a result of this event.